Event description:
The patient was non-compliant with post-op activity restrictions; the patient increased her range of motion and activity too soon. The patient lost coverage to her forearms and hands. It was determined that the leads had migrated/dislodged. The leads were replaced. Post-operatively, the patient was in a neck soft collar to prevent adverse movements. The patient recovered without sequela.